Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular lead exhibited noise. No intervention was reported. The patient was stable.

Event description:
New information received noted the patient's right ventricular lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.